Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 495 mg/dl. The insulin pump alarmed battery out limit and weak battery. The customer bolused through the insulin pump for his high blood glucose level with 4.7 units of insulin. The device was not returned.